Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device failed the co2 sensor calibration/test. There was no patient involvement.

Event description:
The customer reported that the device failed the co2 sensor calibration/test. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone with the customer to determine failed 8300 co2 sensor test. Tech support recommended to replace oridion module kit. Device history review: a review of the device history record showed the device had a manufacture date of 01/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8300 failed co2 sensor test. Technical support - 1. Perform co2 calibration. 2. Replace the oridion module. 3. Return to factory. Recommended replace oridion module kit. Assisted with a part number. Craig will replace oridion module kit. A review of the device history record showed the device had a manufacture date of 01/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14281753 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - recommended replace oridion module kit a review of the complaint history record in trackwise and sap was performed for (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Event description:
The customer reported that the device failed the co2 sensor calibration/test. There was no patient involvement.